Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the product code of the device cdh25 or cdh25a? Is the lot number of the device available? What were the indications for surgery? What specific bowel procedure was performed? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? What issue occurred on the second day post-op? How was the issue identified? How was the issue addressed? Was a reoperation performed? If so, what was found during the reoperation? If there was no reoperation, was any other medical or surgical intervention required? Please describe. Why does the surgeon suspect problems with staple formation? Where malformed staples observed? If so, please describe the shape and anatomic location along the anastomosis. What is the current status of the patient? Is the device available for return?

Event description:
It was reported that following a bowel procedure, the surgeon of the digestive tract suspects of problems in the formation of staples after the use of a cdh25 on the second day of post operative. Surgeon is raising further details.